Event description:
The rptr stated that he did back to back blood glucose tests, all within ten mins, when results of 136, 88 and 82 mg/dl. The rptr stated that he had used separate fingersticks and a new teststrip for each test. He said that he had never cleaned his meter. The rptr stated that he did not have any symptoms. A control test was in range, 124 (100-150).